Manufacturer narrative:
Investigation: one (1) sample and one (1) photo were provided by the customer for investigation. The sample was visually examined using unaided vision and foreign matter (fm) was observed on the syringe tip in the unopened blister pack. As the fm could not be identified visually a fourier-transform infrared spectroscopy (ftir) analysis was performed on the fm. The ftir analysis determined that fm was closest match to grease or oil. Additionally, one (1) photo was provided by the customer for investigation. The photo shows the tip of the syringe in the blister pack with the brown foreign matter (fm) visible. During the printing process, the syringe rides on chains. The chains are oiled to preserve the function and improve the life of the chains. When the chains are oiled, it is possible that excess oil was applied and if not cleaned properly it can contaminate the syringe. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued.

Event description:
It was reported that foreign matter was found before use with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported that a syringe was discovered with foreign matter. Syringe appears to have some sort or brown residue to contamination inside the packaging."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported that a syringe was discovered with foreign matter. Syringe appears to have some sort or brown residue to contamination inside the packaging."